Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation due to failure to recharge her scs system for approximately 7 months after relocating to a different state. As a result, the ipg would no longer communicate with any external devices and was subsequently deemed inoperable. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 to address the issue. During the procedure, the ipg was explanted and replaced with a new model . Effective stimulation was achieved postoperatively thus resolving the issue.